Event description:
Initial info reported by a physician to a sales rep on 10/06/2010: a female consumer received treatment with injectable poly-l-lactic acid (sculptra aesthetic) [lot # and exp date unk] and developed a nodule on her jaw line. On (B)(6) 2010, the physician popped it out with surgical intervention and advised the sales rep that there was no infection and no inflammation; only a nice collagen pearl which he is sending off to pathology. No further relevant info reported.